Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient¿s device had been in over-discharge for two months and is off. Information was omitted pertaining to event (B)(4) ¿lead migration/replacement. These events are not related. Additional information received reported the reason the patient had not charged their battery was because they had thought the device would be replaced. Additional information reported the patient¿s original system had been removed on (B)(6) 2014 and sent to the manufacturer for testing. After the replacement the patient was reported to have excellent response to the stimulation in post-op. Information omitted pertaining to a lead migration event, (B)(4). These events are not related.